Manufacturer narrative:
The customer declined to return the equipment for evaluation. It is the responsibility of the customer to provide access to the equipment and, if they do not, there are no further actions to be taken by product support. The case has been closed. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. The investigation is complete.

Manufacturer narrative:
Additional information has been requested. The investigation is ongoing.

Event description:
A user facility in india reported that, during a follow up exam on (B)(6) 2020, the operating physician noticed burns on the patient. The physician states that they infiltrated 5 liters of cocktail rl from the patient, waited for 10 minutes, vasered at 90% power in continuous mode with a single groove tip, suctioned at 22-24mmhg using 4.6, 3.7 and 3.0mm cannulas going from deep to superficial tissue and aspirated 3.5 liters of fat/fluid. The patient was in the prone position and the incision was made in the upper buttocks crease. The patient followed up after 6 days when the burn was noticed. The burn was found on the backside of the body of the patient in the flanks region.